Manufacturer narrative:
Device evaluation anticipated but not yet begun. Should the device become available for evaluation, a follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
The dealer contacted pride about a fire in a home where allegedly a lift chair was located.

Event description:
The dealer contacted pride about a fire in a home on (B)(6) 2011 where allegedly a lift chair was located. The customer passed away at the end of (B)(6) 2011 as a result of injuries sustained during the event; the exact date of death was not provided.

Manufacturer narrative:
The prosecutor has closed the investigation without further action due to the absence of sufficient proof that the device was cause of the alleged claim.

Event description:
The dealer contacted pride about a fire in a home on (B)(6) 2011 where allegedly a lift chair was located. The customer passed away at the end of (B)(6) 2011 as a result of injuries sustained during the event; the exact date of death was not provided.